Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the glue at the bending section cover (a-rubber). The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the following additional issues were found: the adhesive on the objective lens was peeling and the adhesive on the light guide lens was peeling. Functional testing showed the device failed leak testing due to a crack in the adhesive on the bending section cover. In addition, the device did not meet with electrical insulation specifications. Finally, the device's directional bending angles were on the lower end of specifications and the directional knobs had excess play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had no air/water flow. The device was returned to olympus for evaluation. During evaluation, the device showed foreign material clogging the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable event identified during evaluation. The customer reported the issue was detected during a diagnostic procedure with no error messages. The customer confirmed the patient procedure was completed with a similar device. There were no adverse effects to patient and no medical intervention was required.